Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good; and total # clips remaining, 15. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes; and lockout functional, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident that "a clip failed to properly form" during surgery. The applier was received in good physical condition and with no clip in the jaws. The applier was cycled and fed a clip into the jaws, and then properly fed and formed the remaining 15 clips within design specifications and without incident. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported the mcl20 was used during a cystectomy with ilium loop procedure. It was reported the device was used on a vessel when a clip failed to properly form. The clip scissored. The clip did not damage the vessel. The case was completed with another mcl20. There was no consequence to the pt.